Manufacturer narrative:
The lens was returned in lens case ((B)(4), 21.0 diopter), which is different from the reported complaint serial number ((B)(6), 21.5 diopter). Blood and solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the patient had trouble adapting to the company toric lens. The multifocal, 21.5 diopter (add power +2.2/+3.2) was replaced with a non-company monofocal iol the manufacturer internal reference number is: (B)(4).

Event description:
The patient experiencing glare and a refractive issue was reported in error. The patient had the lens exchanged because they failed to adapt to the implanted lens.

Manufacturer narrative:
The product was not returned. Complaint history records and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced glare, a refractive issue, and failed to adapt to the implanted lens. The lens was exchanged during a secondary procedure. Additional information was requested.